Event description:
The facility's biomedical engineer reported an infusion pump with an 538:320 failure. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.